Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. However, the patient reported that the drug started with an 'e' and it was the same 'patchy' pretty much as she had. The indication for use was non-malignant pain. In (B)(6) 2015, the patient became very ill (on other medicine) and had strokes, a lot of transient ischemic attacks (tia), a gull bladder problem, and blood clots. 'Name it and she had it' within 24 hours. The patient lost control of her left leg. It was noted that the patient was a right leg amputee. The patient recuperated from that incident and was taken from hospice to a health care provider (hcp) who refilled her pump for 6 months. It was noted that the change in therapy/symptoms was sudden. The situation was resolved. Diagnostics performed, actions/interventions taken, the cause of the symptoms, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.